Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit is showing the low o2 red light/alarming but the auto shutting off is not working.